Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 550 mg/dl with increased thirst and frequent urination. The reporter indicated that the blood glucose levels hade been elevated over the past couple of weeks. The event was reviewed with the reporter and found that the pump basal program was set correctly, however, the pump settings had not been reviewed with a health care professional in almost 3 years per the reporter. The reporter indicated that there was one call service alarm in the pump history however, all other alarms in the history were related to routine cartridge and battery change activities. The reporter indicated that there were no pump suspends related to the event. After a review of the pump, the reporter denied suspecting a malfunction of the pump and acknowledged being overdue to a health care professional evaluation. This report is made based on the indication that the patient experienced hyperglycemia which may have been contributed to by the prescribed pump settings not being reviewed by the health care provider.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.